Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 27/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Distal cap/ case cracked. Passed wet leak test. Segment steel braid cut. Passed dry leak test. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer on 12/sep/2019. Parts replaced: deflector body link, distal case/cap, o-ring, bending rubber.